Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Lastly, it was reported that a cartridge not to fit securely onto the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer¿s blood glucose level was 132-138 mg/dl.